Event description:
As the surgeon encountered more resistance upon seating the collar on the calcar, he split the femur. The surgeon had passed a cable prophylactically around the calcar region beforehand, to ensure no problem with a split femur. The implant was removed. Four cables were placed around the femur to close the fracture and a 15mm cemented plus stem (catalog number 7852-15) was implanted.